Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the pump is making a buzzing noise off and on. The customer stated the pump is not vibrating sound or any type of alert. The cusotmer does not want to speak with helpline at time of call.